Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The customer reported that the patient was admitted on (B)(6) 2019 for renal dysfunction, reduced ejection fraction, volume overload, weight gain, and shortness of breath. The patient was treated with hemodialysis, underwent a right heart catheterization with swan placement, and had medication changes. The patient was discharged on 04nov2019. The patient reportedly expired on (B)(6) 2019 (previously reported in manufacturer's report 2916596-2019-06092). The heartmate 3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. The heartmate 3 left ventricular assist system (lvas) instructions for use lists several adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for acute on chronic heart failure with low ejection fraction (hfref), lvad present, volume overload. He was experiencing shortness of breath and weight gain. On this admission he was started on hemodialysis ((B)(6) 2019), with renal recovery and his last session on (B)(6) 2019. He had a right heart catheter with swan placement on (B)(6) 2019. Medication changes were made and the patient was discharged to home on (B)(6) 2019. No further information was provided.